Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06851. It was reported the patient was not receiving effective therapy due to high impedances. The patient underwent surgical intervention on (B)(6) 2018, where the physician decided to electively remove the ipg and added trial leads. The trial leads were placed under the previously implanted cervical leads. On (B)(6) 2018, the patient underwent surgical intervention where 2 model 3189 octrode leads were placed below the existing exclaim leads connected to a new ipg. The existing exclaim leads were left implanted.